Event description:
A malfunction was reported by a customer involving their pump, which triggered a malfunction alarm and displayed code 16-0x20e6. There was no available information on the blood glucose impact, and no adverse impact to the customer¿s blood glucose level was reported. The pump started, charged, and was recognized by a computer; however, the malfunction prevented access to it. The customer planned to return the device, and a replacement pump was arranged, with an expected return date set. Further action awaited the pump's return for a detailed examination.